Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications and visual inspection of photographs of the device was conducted during the investigation. Examination of photographs reveals the catheter appears cut/severed just beneath the clamp. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Information was provided that the c-tpn catheter was inserted in the sup vena cava and tunneled in the chest of the (B)(6) female patient. It was reported that after the procedure, the catheter was found cut and inside the bed of the patient with blood return. This stopped the parenteral for a few hours. The anesthetist clamped the device and used the repair system to successfully resolve the issue.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that the c-tpn catheter was inserted in the supvena cava and tunneled in the chest of the (B)(6) female patient. It was reported that after the procedure, the catheter was found cut and inside the bed of the patient with blood return. This stopped the parenteral for a few hours. The anesthetist clamped the device and used the repair system to successfully resolve the issue.